Event description:
The monitor will not be returned. The monitor did not malfunction. The monitor did not reach the hosp on time for pt monitoring. These monitors were ordered for a pt who was to initiate monitoring in april 2004. The facility ordered these to be shipped federal express priority. The distribution center shipped ups ground, for which these monitors will not arrive at the user site until 6 days later. The pt's plan of treatment and monitoring had to be ammended until the monitor finally did reach the hosp. No pt injury resulted from the delay in shipment but the pt's treatment was modified due to shipment inconvenience.